Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump was not responding. Customer stated she was trying to rewind the insulin pump, they need to press the buttons multiple times before she can get it to rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
No button error alarms were noted during testing. The pump had intermittent buttons response due to a flattened esc button dome switch. No unlocked lcd keypad connector was noted. The pump passed the displacement and self tests. No rewind anomaly was noted during testing.